Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event confirmed (via event log). The laser core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2008. Based on qa assessment, the product met specifications at the time of release. A laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system as an embedded laser module. During the boot-up sequence of the system, the laser module was seen initiating the boot-up sequence as the port ring illumination was seen turning on and off. However, the laser never completed the boot-up sequence. The laser module was opened and the laser controller printed circuit board (pcb) was replaced with a known-good sample. The module was then reinstalled into the calibrated system and the laser was found to complete the boot-up sequence, with no issue or system message (sms). The laser power output was then tested and found to meet alcon specifications the root cause of the reported events can be attributed to a nonconforming laser controller pcb, which was made nonconforming during calibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that during service for the system. The laser output power was low. No patients were involved and no surgery was undertaken.